Event description:
Healthcare professional reported left side ¿extra-capsular rupture¿ and small visible adenopathies diagnosed via MRI, with ¿burning sensations and pain submammary¿ and the breasts were hard. The device has been explanted with a capsulectomy.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening assessed as fold flaw opening. Visibility/palpability: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. As per the investigation procedure creases, particles, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported left side ¿extra-capsular rupture¿ and small visible adenopathies diagnosed via MRI, with ¿burning sensations and pain submammary¿ and the breasts were hard. The device has been explanted with a capsulectomy.